Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had issues with the insulin pump and sensors. The insulin pump alarmed no delivery. Customer's blood glucose level was 586 mg/dl. The customer delivered a 14 unit bolus but only 3.9 units were delivered. The insulin delivery stopped. The no delivery alarm was caused by an infusion set/reservoir occlusion. The device was not returned.